Event description:
It was reported that a user received an alarm related to a cartridge during pumping, as verified in the pump's history. There was no reported impact on the customer's blood glucose level, and specific levels were not provided. As a resolution, the pump, which was under warranty, was replaced by tandem technical support, and the customer was instructed to return the problematic pump using the pre-paid label and return box. The customer declined to disclose the type of backup therapy they would use.